Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported or identified through this evaluation. The controller event log file contained events from (B)(6) 2026 through (B)(6) 2026. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. Although no device related issues were reported, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for analysis which captured the equipment is operating as intended electronically and mechanically. The patient was initially asymptomatic, but the facility's medical engineer wanted to see if the system was normal. On (B)(6) 2026, the patient had a severe disturbance in their level of consciousness. No health hazard occurred to the patient.